Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for fecal incontinence and urge incontinence patient reported that they were concern with possible lead migration, because she wasn't feeling the stimulation. Agent advised patient that she doesn't need to be feeling the stimulation to experience effective therapy results. Patient mentioned constipation and diarrhea during call patient also mentioned that she doesn't feel like she is emptying her bladder all of the way, because she will go to use the restroom and void twice before finishing; both voids about the same volume. Patient stated that she turned her stimulation up to 5.0 and it was uncomfortable, so she turned it down to 4.0 where it is being felt comfortably. No further complications were noted or anticipated.